Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and met all release criteria. The physician released the closure device from the core wire of the wds and the closure device was successfully implanted in the laa of the patient. Post device release, a pericardial effusion was noted to be present. The patient remained stable, and the physician performed a pericardiocentesis. The patient was admitted to the intensive care unit overnight. The following day, the pericardial drain had been removed, and the patient was discharged.